Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the operation on (B)(6) 2013, the applicator would not work properly. It was impossible to put a new inner shaft in the applicator. Reportedly the little knob at the end of the applicator inner shaft was missing and that this little knob was placed in the applicator knob. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The results of the additional evaluation are as follows: the measurable dimensions of the applicator were checked and found to be in compliance with the technical drawings and ao/asif specification. The distal tip of the instrument was broken off. We do suppose though that the damage of the applicator inner shaft may have been caused due to high mechanical force which was applied during use. Note that this is a rather delicate instrument. Nevertheless, as we have had similar complaints of such nature our pdc has decided to revisit this particular design in order to eliminate such problems in the future.